Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that a "service pump" error message displayed on the centrifugal module display. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint could not be confirmed. The centrifugal pump control module (cpcm) was functionally tested at ambient temperatures of 23 degrees celsius, 10 degrees celsius, and 50 degrees celsius but did not exhibit anomalous operation. The cpcm also passed automated testing. The laboratory technician confirmed the cpcm meets performance specifications. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.